Event description:
Optometrist reported a pt who developed a central corneal ulcer in right eye after three days of wearing a new lens. The pt is a continuous wear contact lens wearer. The treating ophthalmologist diagnosed a bacterial corneal ulcer. Pt was first seen with an epithelial defect, oedema, and full thickness stromal infiltrates of the superior cornea. Pt responded well to topical vigamox and tobradex ointment. A corneal abscess was noted on the second day which ruptured into the anterior chamber forming a hypopyon. After a few days, the hypopyon cleared and the ulcer density was clearing. The epithelial defect was shrinking, without evidence of active infection. A short coarse of high dose oral vitamin c was prescribed. The progress slowed while on voltaren. Four weeks later, pt had a more circumscribed scar of the superior cornea with superficial sluff and minimal striate oedema. The visual axis was obscured and visual acuity poor. At follow up visit, corneal ulcer had not resolved, visual acuity was 6/60. Cultures were not performed. Pt is to return the end of august for a follow up.

Manufacturer narrative:
The medical device was not returned. The lot device history records were reviewed and show that all requirements were met. Optometrist stated the magnitude of the condition does not usually relate to extended contact lens wear alone. Ophthalmologist did not relate condition to the specific lens but rather to the extended wearing of the lens. Based on all information, no root cause can be determined and no conclusion can be drawn.